Event description:
It was reported that a msm20 was used during an unk procedure. It was reported by the rep that the clip applier did not form clips properly. 11/4/98 another clip applier was used to complete the case.